Event description:
Clincians were monitoring a pt in suspect cardiac arrest (age & gender unknown) using ECG monitoring electrodes. The clinician also had defib electrode pads pre-connected to the device that were still in the pouch. However, the device apparently began to analyze the pt's heart rhythm and started to self-charge. The clinician halted the analysis and did not deliver energy to the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.